Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issue. The energy was stable during the whole day. The treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during cut. So the reported issue is not caused by the system or the used patient interface. An info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. No technical problem can be identified during logfile review. For the left eye the user started the treatment 4 times with the same pi: the first treatment of this left eye was cancelled by the user after suction 1 and 2 are achieved. It could be possible, that the patient moved or rolled his eye and so the suction was lost before the laser fired. The second and third treatment of this left eye were cancelled due to the error. This error message appears, when the pi can not pass the bcc check due to reused pi. The fourth treatment of this left eye was cancelled by the user after suction 1 and 2 are achieved. It could be possible, that the patient moved or rolled his eye and so the suction was lost before the laser fired. In summary the pi lost suction prior the laser firing. No technical root cause could be identified. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No problem was found with the patient interface. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported two patient interfaces lost suction during treatment of the left eye. The patient will have photorefractive keratectomy at later date. Additional information requested.